Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. While troubleshooting with tandem technical support, the customer declined to reload the cartridge, but will continue to monitor the insulin gauge. There was no reported impact to the customer's blood glucose level.